Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "the led light is faulty" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage during the reprocessing process or caused by the user, which has affected the electronics and led to a loss of light. This is also indicated by the high number of operating hours and switch ons. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the led-light is bad again, it's the second time on the same blade. No negative impact in state of health reported.